Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touches them. This device is one of 3 different bronchoscopes associated with a cluster of (B)(4) patients who experienced positive (for exophiala lecanii-corni) bronchioalveolar lavage (bal) cultures collected during a procedure using one or two of the 3 scopes (bf-1th190 -sn(B)(6), bf-1th190 sn(B)(6), bf-uc180f sn(B)(6). All three of these scopes were sent to a third party lab for culture. None of these three scopes tested positive for exophiala lecanii-corni as identified in the patients. Bf-1th190 -sn(B)(6) tested positive for micrococcus luteus. Bf-1th190 sn(B)(6) tested positive for staphylococcus hominis. Bf-uc180f sn(B)(6) tested positive for corynebacterium species. None of the 3 scopes used in the 13 procedures tested positive for the same microorganism identified in the patient bal cultures, and each of the 3 scopes cultured tested positive for different microorganisms. This information suggests that is likely the scopes are not being properly reprocessed. Olympus offered the facility a visit from an endoscopic support specialist (ess) to come onsite to evaluate their reprocessing procedures and provide education to the staff as indicated. The facility declined this offer. The definitive cause of the user's experience could not be determined. Based on the investigation findings available, it is likely incorrect reprocessing contributed to the reported events.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. It has been sequestered at the facility for internal investigation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 - 2021 - 00324.

Event description:
It is reported after a bronchoscopy procedure (for the indication of: rule out endobronchial lesion), using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni (and other microorganisms). Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: heavy growth streptococcus pneumoniae fungal culture: exophiala lecanii-corni. (B)(6) 2020-seen by pulmonologist for follow-up after the bronchoscopy procedure: intermittent cough/phlegm. (B)(6) 2021-seen in walk-in clinic for back pain. (B)(6) 2021-seen by primary care physician: feeling fatigued lately. (B)(6) 2021-seen by pulmonologist: at baseline. The patient was not treated with antifungals at anytime during the course of these events. The patient's current condition is described as: no new complaints, at respiratory baseline. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.